Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received 2 temperature alarms while indoors and also an occlusion alarm. The customer's blood glucose level was not impacted. The customer was unable at the time tandem technical support was telephoned to perform a system check to determine a possible cause of the occlusion. The customer was to change the supplies on the pump and resume insulin delivery. The customer has insulin pens available if needed.